Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc system on or around (B)(6) 2010 to treat her urinary incontinence and/or prolapse. It was alleged that the plaintiff experienced pain and suffering, infection, worsened incontinence, urinary problems, dyspareunia, erosion, disability, and impairment.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.